Manufacturer narrative:
Initial and final MDR (B)(4) - device 5 of 5

Event description:
Reference number (B)(4). Event occurred in canada it was reported that patient faced an adhesive patch detached from cannula issue event on (B)(6) 2026 no further information available.